Event description:
The patient had acom with size of 5mm 4.5mm the surgeon decided to do stent assisted aneurysm embolization. The surgeon put the prowler select plus in place and then advanced the stent delivery system into mc. He felt friction during advancement. Then the surgeon withdraw the delivery system and mc as a unit and changed new stent and mc to complete. The stent had been discarded during the procedure. Only the delivery system and mc could be returned for investigation. No adverse event on the patient. No patient information or vessel code demographics provided.

Manufacturer narrative:
During a stent assisted coil embolization of a 5x4.5mm anterior communicating artery aneurysm there was friction during advancement of the enterprise vrd through the prowler select plus. The delivery system and microcatheter were removed as a unit and both were exchanged for new devices to complete the procedure. There was no adverse patient event. No further clinical or procedural information has been received in response to investigational efforts. It was reported that the enterprise stent had been discarded during the procedure and only the delivery system and microcatheter are available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10277980. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A non-sterile prowler select plus 150/5 cm microcatheter was received coiled inside of a plastic bag. An enterprise delivery wire was found stuck inside of the received microcatheter. The stent of the enterprise device was not returned for evaluation; as reported it was discarded and the introducer was not received. After the device was flushed and a couple of attempts were made, the enterprise finally was taken out of the microcatheter. No damages/anomalies were found on the delivery wire. The enterprise delivery wire was observed under microscope magnification and residues of saline solution were observed on distal end. No other anomalies were found. The microcatheter was inspected and it was found compressed at 0.5 and 5 cm from the distal end. The device was inspected under microscope and the damages found on the visual analysis were confirmed (compressed sections). The ID of the microcatheter was measured and was found within specification. The enterprise delivery wire was removed from the microcatheter. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018¿ a guide wire lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip; resistance/friction was felt when the guide wire was pass through of the compressed sections found on the microcatheter. Functional test was performed using the returned involved microcatheter and the returned enterprise delivery wire using a lab sample introducer. The enterprise (without stent) was inserted and advance through microcatheter but it could be advanced through the entire length of the microcatheter due damages found on microcatheter. The returned enterprise was then inserted through a lab sample microcatheter using a lab sample introducer and was able to be advanced completely through it without any difficulty. The returned microcatheter was flushed again, and an enterprise lab sample was introduced into the microcatheter and it advance smoothly until it stopped advancing due to the compressed sections found on the microcatheter. The reported inability to advance an enterprise system through the prowler select plus microcatheter was confirmed and with functional testing was due to the compressed section of the distal end of the microcatheter. Although the timing of this damage cannot be determined based on the analysis, procedurally, the prowler select plus microcatheter would have been positioned over a guidewire to the target site prior to attempt to insert the enterprise. Therefore, it appears that the compression damages occurred after that time. If the compressions occurred after placement of the prowler and were present during attempt to insert the enterprise it would appear that procedural factors such as vessel characteristics device manipulation may have contributed to the event. There is no indication of any device manufacturing issues related to the events. Therefore, no corrective actions will be taken. This is one of two products involved with this product malfunction in which associated manufacturer report numbers are 1058196-2013-00333 and 1058196-2013-00334.

Manufacturer narrative:
Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10277980. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on june 13, 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product analysis is anticipated to be completed but hasn't been initiated yet thus additional information will be submitted within 30 days of receipt. This is one of two products involved with this product malfunction in which associated manufacturer report numbers are 1058196-2013-00333 and 1058196-2013-00334.